Manufacturer narrative:
Additional information received for this event: due to contact failure, the device could not measure - meaning that measuring gauge turned on and off. As a result it could not be actually used for measurement. This additional information changes the status from serious to non-serious, this event is now a non-reportable event. Complaint is non-serious. No regulatory report for this complaint.

Manufacturer narrative:
While there is no indication that serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that while using a x-smart iq handpiece in conjunction with a propex iq apex locator, the device was giving incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.